Event description:
The customer requested service for the ultrasound gastrovideoscope for a separate issue. The field service engineer (fse) performed an onsite inspection and observed the ke45 adhesive at the forceps cover was missing. In addition, the cement around the distal light guide lens was found cracked. There was no patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of the missing ke45 and cracked adhesive are traced to component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.